Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 22 mg/dl. The customer neighbor called ambulance and was treated with glucagon. The customer also reported the connectivity issue. The event involved products mmt-332a, mmt-1884, unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was used auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue use of the devices. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported receiving this replacement pump and was unsuccessful in setting it up by herself, so she was not wearing a sensor. There was no connectivity issue. Then, customer had a low blood glucose on (B)(6) 2025. Paramedics were called for a low blood glucose value. Low was treated with glucagon. Customer refused transport to the hospital. So, the paramedics left. Customer declined troubleshooting. Pump was used at the time of the low per carelink. Sensor was used per carelink. Smartguard was not used per carelink. Pump is not returning for analysis.